Manufacturer narrative:
The investigation for the positioning issue has been completed. Clinical details state that everything was fixed in place but the pump still migrated to be shallow. This root cause of the positioning issue cannot be determined without the complaint product and it seems they followed best practices. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 48-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A bedside echocardiogram was performed and was determined the pump placement was too deep. Shortly after, the impella position went into the ventricle and the patient started to decompensate quickly. The cardiothoracic surgeon repositioned impella at bedside. The impella slowly drifted back to a shallow position where the inlet cage was at the level of the aortic valve, and the patient was not being properly supported. For the next 30 minutes the patient began to decompensate, and nine epinephrine bloused were administered. Due to the patient having no corneal reflex, not responding to vasoactive drugs, and overall poor prognosis the patient was made do not resuscitate (dnr). The decision was made to withdraw care and the patient expired.